Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated to the next level of support for additional review.according to review by next level of support, the possible infection reported may have impacted system performance, leading to the differences reported in bg/sg. The user mentioned that the hcp suggested that they stop using the system for two weeks while the infection heals.

Event description:
On 03 june 2025,senseonics was made aware of an incident where reported inaccuracy in sensor readings.no injury or medical intervention was reported.

Manufacturer narrative:
B4. Date of this report? 01 sept 2025. G3. Date received by the manufacturer? 01 sept 2025. H6. Type of investigation updated to 4121. H6. Investigation conclusions updated to 4310.